Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. Therefore, an ion product is not expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The lesion was 2.4cm in size and located in the left upper lung, very close to the pleura. The physician further stated that he was able to obtain 2 biopsies but after that, the ion catheter "moved on its own." Additionally, the physician stated he does not believe that the ion malfunctioned and explained that with the lesion being so large and near the pleura, he may have gone beyond the lesion into the pleura, thereby causing the pneumothorax. The physician reportedly had to come out with the catheter and go back in, and that it was difficult to discern where he was, stating there was a "lot of divergence." He reported mild bleeding after obtaining the biopsies, which was to be expected. A post-operative chest x-ray revealed the pneumothorax, and the patient was treated with a chest tube, and remained hospitalized for two days, then discharged home.